Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
(B)(6). Customer states received a motor error with his pump. Inquired what led up to the complaint. Customer response: customer states today ((B)(6) 2015) received a motor error alarm during an inf set change during, the priming/fill tubing. Customer states just recently came back from out of the country from vacation. Customer indicates serious injury/hospitalization: no. Motor error/e70 t/s per (B)(4). Patient's bg at time of incident: 28.